Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has been having issues inflating and deflating ipp completely. The patient tried valve resetting troubleshooting techniques with no resolution. The patient stated that he was able to deflate about 75 percent. The patient service specialist discussed the valve troubleshooting techniques with the patient and emailed him resources. Also, suggested the patient to contact physician for device evaluation. Boston scientific has been unable to obtain additional information to date, despite good faith efforts.